Manufacturer narrative:
Examination of the returned device revealed damage consistent with the device not being fully seated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Der states that patient had a right cr attune done. Patient is brought to or for extreme stiffness and pain. It is noted upon entry into the joint that the aox size 7 cr 6mm liner has a 1mm gap between the liner and tray on the medial side. Also fluid can be seen extruding from between liner and tray when the liner is pressed upon. Liner was explanted and a 5mm insert inserted. It is noted once again that with the new liner that fluid can be seen extruding from between the liner and the tray. Also noted there is no longer a 1mm gap on the medial side.